Event description:
On (B)(6) 2009, the patient reported that, when he was trying to prime his insulin infusion set, he accidentally selected the change cartridge option. When he removed the cartridge, the plunger remained attached to the piston rod of his infusion device which resulted in 315 units of insulin spilling into the chamber. The proper procedure for removing the cartridge was reviewed with the patient. The patient was assisted in setting up his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.